Manufacturer narrative:
(B)(6). Section d4: serial number intentionally left blank as the information is not applicable. Section g4: no 510(k) number was included due to the subject device being a class 1 device therefore, exempt from PMA pathway to regulatory approval. Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information, photographs, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the one of the tubing of the bc191 flexitrunk infant nasal tubing was observed to be torn at the circuit connector side, confirming the reported fault. The film was also observed to be wrinkled. Conclusion: without the subject device, we are unable to determine the exact cause of the reported fault. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk nasal state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk nasal tubing.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of a bc191 flexitrunk infant nasal tubing was damaged. There was no patient involvement as the issue was found whilst the device was not in use on a patient.